Event description:
Apifix was notifed that patient # (B)(6) had severe back pain since (B)(6) 2025 and is now experiencing numbness on right side mid to lower back; spinal rom is limited and she cannot sit upright without experiencing back pain. The implant is being removed.